Event description:
A nurse initially reported when switching modes, the screen on the system went black. Additional info received by the nurse indicated when switching modes, the screen went black. The system was rebooted but did not resolve the issue. Technical support services (tss) was called and it was advised by tss that the facility not use the system. A neighboring unit was borrowed from another facility and all cases were completed. There was an hour delay while attempting to borrow the neighboring unit. There was no pt injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was tested and met all product specifications. After the service had been completed, the customer booted up the unit and moved it, and the screen reacted the same way. A second visit was made to the facility by a company service representative and the reported problem was observed. The display sub arm assembly and the display faraday shield were replaced. The system was then tested and met all product specifications. The display faraday shield has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).